Event description:
The centrimag alarmed with "motor alarm" and a grating noise was heard from the drive motor. The centrimag flows and rpms remained the same. It was decided to change out the console and drive motor before leaving the operation room. A new console and drive motor were brought into the operation room and the patient was taken off of the existing centrimag and switched to the new one. The patient's flows and rpms were returned to the original values. The original centrimag that was alarming was taken out of service and labeled appropriately. Bme was notified. The service department at abbott was called and notified.